Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR bhm medical, inc (registration #96816841). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
During a pt transfer from bed to chair, the staff had moved the resident over the chair and were using the dps to tilt the resident from a lying position to a semi sitting position to put her into a reclined chair. At this point, the leg clip fell off and the resident fell/slid approx 6 inches into the chair. No injuries were reported.